Event description:
The reporter contacted lifescan on behalf of the patient alleging that the pt's fasttake meter had a damaged test strip port. The patient visited their physician's office to have a blood glucose test. No results were speicified; however, they received glucose treatment. The reporter was unable/unwilling to speicify if the patient had symptoms of high or low blood glucose levels during the time of concern. The patient did not allege harm. The customer care representative verified that there was no misuse of the product. The meter was replaced.